Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 09/29/2024, the following additional information was obtained: procedure was completed with no harm to patient.

Event description:
It was reported that in a robotic gastric bypass, 8mm mega suturecut needle driver instrument cable was breaking out of robot arm. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.